Event description:
Routine clinical testing revealed faults in four of 22 intracochlear electrodes. Using the appropriate diagnostic equipment, it was then determined that the device was not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was completed successfully in 2004.